Event description:
N/a.

Manufacturer narrative:
The integral drainage set (910410) was returned for evaluation: device history record (DHR) - the DHR was reviewed and did not reveal any anomaly that could explain the reported event. Failure analysis - visual inspection revealed no anomaly. A leak test was performed but did not confirm the complaint: no leak nor water drop creation was observed. As shown by device history records review, released products passed tests and controls, at 100% during assembly and by sampling at final release. Controls include functional testing: direct leak test, reverse leak test. Root cause - a leak test was performed but did not confirm the complaint. Complaint reported a leak of csf in sampling chamber at the level of the stopcock: given the received device analysis, the most likely cause of the reported leak is an insufficient screwing of the stopcock on the luer lock connector. No further investigation nor corrective action is deemed required. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during use on a patient, leak of cerebrospinal fluid (csf) occurred in the sampling chamber of the level of the stopcock of the integral drainage set (910410). As a result, the device was changed without adverse patient consequence. No delay was reported.